Manufacturer narrative:
The reported events of oversensing noise, low pacing lead impedance, and ¿physician suspects insulation issues¿ were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found inner and outer insulations cut/damaged at the middle region of the lead consistent with procedural damage. Electrical testing and x-ray examination did not reveal any conductor fractures. However, an internal short between conductors was detected in the mid-lead region, also consistent with procedural damage.

Manufacturer narrative:
The event date (B)(6) 2023 is an estimated date and further information was requested but not yet received.

Event description:
It was reported that the patient presented to the clinic for follow-up. Since 2023, the atrial and right ventricular (rv) leads had exhibited noise and were reprogrammed to unipolar sensing and pacing. On (B)(6) 2025, both rv lead and atrial lead exhibited noise that resulted in oversensing and also exhibited low pacing impedances. The atrial lead and rv lead were explanted and replaced on (B)(6) 2025. The patient was stable throughout.

Manufacturer narrative:
B5 was updated and corrected accordingly to include new information that both atrial and rv lead also showed insulation anomalies and event details.

Event description:
It was reported that the patient presented to the clinic for follow-up on 06 november 2025 due to the patient's pacemaker, rv lead, and atrial lead exhibited noise that resulted in oversensing with insulation anomalies. Since 2023, the atrial and right ventricular (rv) leads also exhibited low pacing impedances which were already reprogrammed to unipolar sensing and pacing in 2023. On (B)(6) 2025, the pacemaker, atrial lead, and rv lead were explanted and replaced on (B)(6) 2025. The patient was stable throughout.